Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, one of the implants fractured or failed which resulted in fragment in the plaintiff's abdomen which caused him pain and discomfort. Patient did not discover the cause of the pain and discomfort until 4 years post-implantation. No intervention has been reported to date. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4) suggested component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a1; a2; a4; a6; b5; b7; d10: g3; h2; h6. B3: event date: unknown day in 2022. D10: cat# 00114715072 lot# unk 7.0mm can scr fullthr 150mm lg.

Event description:
It was reported that a patient had a left hemipelvis orif with a zimmer recon plate and synthes screws. There were allegations that an unspecified implant broke or failed resulting in painful fragments in the patient¿s abdomen. Patient did not discover the cause of the pain and discomfort until 4 years post-implantation. No intervention has been reported to date. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. No problem was found with the devices reported in this complaint. The new information provided in the timelime does not confirm any reported allegations against these hip components. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.